Event description:
Coopervision was made aware on (B)(6) 2014 by the eye care practice that a patient experienced a sudden onset of right eye soreness and/or pain and was seen on (B)(6) 2014. Upon examination a contact lens had been retained in the right eye although the patient believed he had removed it prior to ecp visit. Right eye exam related a central border corneal scar and severe epithelial staining, mild limbal injection and trace bulbar injection. Eye culture was ordered but the results were not described. Medical intervention to preclude permanent injury was noted on medical report but the details of the intervention were not provided. Contact lens rest for four months was prescribed. The ecp diagnosed a right eye infectious corneal ulcer. There was no change in visual acuity. The left eye exam was unremarkable. Good faint effort to obtain medical information from (B)(6) was attempted but no information received to date. Lenses were not returned. The complaint is unconfirmed.

Manufacturer narrative:
Lenses were not returned for inspection. This complaint is unconfirmed. Submission of this report does not, in itself, represent a conclusion fy the manufacturer and/or authorized representative that medical personnel caused or contributed to the event and/or the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged event.